Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device need to be changed to a profile station. A technical support specialist, changed the station to profile mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the station is not conducting medication profiling. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.